Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "ambulance staff faced difficulties whilst using a laryngoscope handle. There was problem of connectivity and light during an intubation. The blade was blinking." No patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: event date corrected to on (B)(6) 2018. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "ambulance staff faced difficulties whilst using a laryngoscope handle. There was problem of connectivity and light during an intubation. The blade was blinking." No patient consequences reported.